Event description:
Physician was using pencil and touched hemostat held by assisting md. Md sustained a minor burn on the right thumb. Upon inspection of the cautery it was noted that the distal portion of the pencil was cracked around its circumference. This crack was not noted at the start of the case.